Event description:
It was reported that the pt had a drain placed following beck surgery two days prior to the event date. On the event date a nurse was removing the drain when it broke. Part of the drain remained in the pt. The pt was returned to surgery to remove the drain piece.